Event description:
The customer contact reported during preventive maintenance inspection at the user facility, the device touchscreen could not be calibrated during the touchscreen test. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, did not pass calibration during the touchscreen test. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device did not pass touchscreen test. The probable cause is a broken touchscreen assembly. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.